Event description:
It was reported by service report that the head left siderail would not latch up. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: head left siderail was not latching in upright position due to worn lock notch.